Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clamp was used and strange noise is heard, the endoscopic applier is detached and it became dysfunctional. There was no patient injury.

Event description:
It was reported that the clamp was used and strange noise is heard, the endoscopic applier is detached and it became dysfunctional. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. Kenosha facility as part of a 50 pc. Lot in july of 2016. The returned instrument was evaluated and found that jaws are aligned but the knob and tube assembly move freely back and forth when the handle is squeezed indicating the snap ring which holds the knob & tube assembly to the handle assembly has been popped out of its groove thus validating this complaint. The drive rod coupling staked inside the bore of the proximal handle has kept this instrument in one piece and together as a unit, thus no parts are missing on the returned sample. Parts were 100% visually inspected and function tested at the tecomet, inc. Kenosha facility before instruments where sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to determine how this instrument has been stored, handled or used by the end users facility. At this time , it is undetermined as to what caused the snap ring which holds the knob & tube assembly to the handle assembly to be popped out of its groove but mishandling at the customers site is suspected. No corrective action required.